Event description:
Getinge became aware of an issue with one of surgical lights - maquet powerled ii. As it was stated, three out of the six fixation screws holding the device main tube were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as missing screws holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.